Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire core detachment occurred. A 182cm choice¿ pt guidewire was selected for use to cross the lesion. During preparation, when the physician tried to form the curve at the tip of the wire, the wire failed to retain the form and the guidewire core apparently broke. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal end damage. Visual inspection the device does not have evidence of detached/separated, however the returned has the distal tip kinked. Dimensional inspection of the overall length, outer diameter of distal tip, polymer section distal section end, middle and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guidewire core detachment occurred. A 182cm choice¿ pt guidewire was selected for use to cross the lesion. During preparation, when the physician tried to form the curve at the tip of the wire, the wire failed to retain the form and the guidewire core apparently broke. The procedure was completed with a different device. No patient complications were reported.